Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead was partially removed due to impedance > 3000 ohms. Lead extraction was difficult and used a locking stylet in place. The lead tip fractured and remains in the rv septal wall. Should additional information become available, this file will be updated.